Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A field service engineer found that the tower was not connected to a power source. It appears that during the replacement of the refrigerator, the tower was disconnected from the smart remote manger. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator's door failed to open. This incident resulted in a delay to patient care and confirmed that there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.